Event description:
According to the customers medwatch report, the pt underwent a cardiac ablation procedure on (B)(6) 2013. It was alleged that during the pt's follow up visit with the cardiologist, the pt was noted to have sustained a burn where the grounding pad had been placed during ep procedure.

Manufacturer narrative:
(B)(4). The incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increase risk.